Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired four times and clips appeared to hold; but then fell off. Surgeon said clips weren't forming. Case completed with another device of the same product code. There were no patient consequences reported.